Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not able to charge his ipg. The patient underwent a revision procedure wherein the ipg was explanted and replaced with a newer technology ipg per physician¿s discretion. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.